Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic prostate procedure on (B)(6) 2025 when it was reported, ¿turning on and off during use¿. Further assessment found this occurred during surgery. Pneumo had been established and there was a rapid loss of full pneumo. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d3 updated to legal mfg. The device was overdue for preventative maintenance. Functional test performed to evaluate the unit. The result was satisfactory. The unit was tested in air sealing mode, smoke evacuation mode, and inflation mode for 1 minute and 30 seconds, without being able to replicate the problem reported by the customer. No actions have been taken on the device; however the unit has not preventive maintenance since 2021 and the compressor needs to be replaced or refurbished. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. (B)(4). Per the instructions for use, the user is advised an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic prostate procedure on (B)(6) 2025 when it was reported, ¿turning on and off during use¿. Further assessment found this occurred during surgery. Pneumo had been established and there was a rapid loss of full pneumo. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.